Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the adjustment wheel threaded fully and the handle not connected to the device. The needle was also advanced by 15mm. There was a slight kink in the outer catheter located on the red shrink tube around 3mm. The outer catheter measures 220.0cm. This measurement is within specification (220cm +/- 0.2cm). A visual examination of the device confirmed the handle cannula has separated from the inner catheter rendering the device inoperable. A close visual examination of the broken handle cannula revealed the tubing to be bent/flattened. A product discrepancy that could have contributed to handle cannula breakage was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If the device becomes kinked, this can contribute to resistance in needle movement. If excessive pressure is then applied in an attempt to move the needle, bending/breakage of the inner cannula component can occur. Prior to distribution, all acuject variable injection needles are subjected to a functional test to ensure appropriate needle extension. A review of the device history record for the lot number said to be involved was reviewed and confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been no other reported occurrences similar in nature during the time period reviewed. Therefore, this represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Quality assurance will continue to monitor for complaint trends.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the adjustment wheel threaded fully and the handle not connected to the device. The needle was also advanced by 15mm. There was a slight kink in the outer catheter located on the red shrink tube around 3mm. The outer catheter measures 220.0cm. This measurement is within specification. A visual examination of the device confirmed the handle cannula has separated from the inner catheter rendering the device inoperable. A close visual examination of the broken handle cannula revealed the tubing to be bent/flattened. A product discrepancy that could have contributed to handle cannula breakage was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If the device becomes kinked, this can contribute to resistance in needle movement. If excessive pressure is then applied in an attempt to move the needle, bending/breakage of the inner cannula component can occur. Prior to distribution, all disposable varices injectors are subjected to a functional test to ensure appropriate needle extension. A review of the device history record for the lot number said to be involved was reviewed and confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic intestinal polyps removal procedure, the physician used a cook acuject variable injection needle. It was initially reported that during use, the needle cannot be retracted suddenly, user continue to process the procedure but the handle which control the needle detached. User retracted the device and changed to a new one of the same device to complete the procedure. Per our evaluation of the returned device, it was determined that the device handle broke resulting in inability to inject. [Subject of report]. A section of the device did not remain inside the patient¿s body. The pre-existing bleeding intended to be treated by the injection needles was stopped with the use of hemospray. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.